Manufacturer narrative:
The initial MDR report with FDA reference# 0003015876-2025-02177 and stryker reference # (B)(4), submitted on 10/20/2025, was submitted in error. This vigilance report was found to be a duplicate of the initial MDR report with FDA reference# 0003015876-2025-02077 and stryker reference # (B)(4), submitted on 10/7/2025.

Event description:
The customer contacted stryker to report that their device would not initially turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not initially turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.